Event description:
According to the available information, when the doctor took the device out from box, the 4 round wires is opened and unable to adjust for use. The returned sample was returned with one wire and ring at the extremity of the dormia broken.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found one other complaint on lot number 9374939. B3: date is unknown.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found one other complaint on lot number 9374939. We received one used sample with one wire and ring at the extremity of the dormia broken. The sample was sent to the supplier for further investigation. The supplier investigation concluded: as no manufacturing or material defects could be identified on the returned products, we can only take note of the complaint for statistical purposes. Checking the quality databases did not reveal any anomaly in relation to the described defect. A risk management file evaluation was performed based on the hazardous situation: dormia cannot be used. The evaluation concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.